Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. Symptoms reported include redness, pain and puss. The patient initially called endocrinologist and was prescribed an antibiotic but this did not heal the infection. 2 days later, patient visited primary care physician and was prescribed bactrim; this second prescription reportedly helped heal the infected site.